Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedural outcome (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced dissatisfaction with her breast implants post operatively. The patient disliked her implants and wanted them removed. The devices were explanted on (B)(6) 2021. The left implant was discovered to be ruptured during explant surgery. The devices were explanted without replacement. See 1645337-2021-08643 for contralateral prosthesis report.